Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon interrogation, the atrial lead exhibited high impedance. The device was reprogrammed. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.